Manufacturer narrative:
Intuitive surgical, inc (isi) received pmsc board involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. The personality module surgeon console (pmsc) board failed and displayed error 48200 upon the first start-up. The pmsc board and two surgeon console leaf (scl) boards were replaced to correct the issue. Scl carry the video output connectors visible on the outside of the personality modules. This complaint is being reported due to a da vinci surgical system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced an issue with the left video out on the surgeon's side console. Intuitive surgical, inc. (Isi) technical support engineer (tse) advised the customer to reboot the da vinci system, however the issue continued to occur. The customer replaced the endoscope twice with no change. At this time the customer decided to switch to another surgeon's side console to complete the planned surgical procedure. There was no report of patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the facility and was able to reproduce the reported failure. The fse replaced the personality module surgeon console (pmsc) to resolve the issue. The pmsc processes audio and video from the surgeon console.